Manufacturer narrative:
To date, the device has not been returned for evaluation and no photographic evidence has been provided. Therefore, the reported failure could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 6 complaints, regarding 6 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: the user is advised to not use excessive force on instrument to avoid damage or breakage during use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the kbl191 device was being used during an anterior cruciate ligament procedure when it was reported that "the guide tip broke within the joint during guide placement on femoral acl drilling. Piece was found and removed from joint." The procedure was completed with a 2-3 minute delay. There was no report of impact/injury to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.